Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive and installed software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that after a power loss to the hosp and after the 9600emi system was rebooted, the system would not save/recall images. There was no report of pt injury.